Event description:
Reportedly, while testing the unit, a device alert alarm occurred along with a 'check circuit' error message and the ventilator stopped ventilating. Later, the distributor's service staff replaced the control board and solved the issue. There was no pt involvement in this event.

Manufacturer narrative:
Eval summary: a visual inspection was performed on the returned control board and it was confirmed that the coil was overheated and burned. No ther damages were observed. The reported issue was confirmed to be due to the defective control board which was most likely caused by an electrical overstress (eos) event leading to the overheated of the coil. No further issues were reported to date.